Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine check-up. Multiple episodes of noise were found on the ventricular channel that led to inappropriate therapy. Low sensing and high impedance were observed. Review of x-ray/ fluoroscopy by sjm found insulation damage consistent with clavicular crush. Lead was capped and replaced.